Manufacturer narrative:
Additional information: patient ID and age provided. A medtronic representative reported that the surgeon opted to complete the procedure with navigation. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The balloon seeker used in the procedure was returned to the manufacturer for evaluation. Testing found that the em interface revealed open coils. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during functional endoscopic sinus surgery (fess), the frontal sinus balloon had an imprecision of 2 millimeters while tracking. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.